Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed intermittent post paced t-wave oversensing (pptwos) was noted on the right ventricle (rv) lead. Programming changes were discussed, no changes or interventions were performed; the patient will continue to be monitored. There were no patient consequences.